Event description:
See also manufacturer report # 3004209178-2010-06163. It was reported that the pt's kinetra device was explanted due to a battery depletion on (B)(6) 2010. High impedances were noted after a second kinetra device was implanted. On (B)(6) 2010, the second kinetra device was replaced with an activa rc. It was stated that the activa rc was implanted primarily because, the physician and pt decided they wanted this particular device, regardless of the high impedance issue. Post-operative programming revealed that high impedances and a loss of therapy still remained. The pt's dystonic symptoms increased. X-rays were done and were negative. The pt had a revision surgery performed on (B)(6) 2010. It was found that one of the leads was damaged and the battery was performing correctly. No other details or pt outcome were provided at the time of this report.

Manufacturer narrative:
(B)(4).